Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt cannot communicate with monitor) has been confirmed. Upon investigation the violet (agnd) wire inside the cable connecting ECG "c" and ECG "d" was cut, causing a short with the dn pca. Additionally, the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging wires in the cable. The root cause for the cut wire was physical abuse. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A u.s. Distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.